Event description:
A pt reported blood glucose results of "206 mg/dl and 162 mg/dl" with a lifescan meter, performed within 10 mins of each other. The pt did not have any control solution to troubleshoot. No injury or harm alleged.